Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device was an attempted implant due to an unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker device was an attempted implant due to an unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported. Additional information received clarified that during a routine battery replacement procedure, high out-of-range pace impedance measurements greater than 3,000 ohms were observed upon connecting the existing right atrial (ra) and right ventricular (rv) leads to this new pacemaker. The physician removed and re-inserted the leads two more times, however the high out-of-range pace impedance measurements persisted. As a result, this pacemaker was removed, and new pacemaker of the same model was successfully implanted with in-range pace impedance measurements (ra = 318 ohms, rv = 442 ohms). No additional adverse patient effects were reported. The attempted pacemaker is expected to be returned for analysis.